Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The patient presented at the emergency department (ed) with a miscarriage. The initial result was <0.100 miu/ml with a data flag and was reported outside of the laboratory. The doctor had a new sample drawn and the result was 1850 miu/ml. The doctor called the laboratory and the next day the first sample was repeated and the result was 2098 miu/ml. The hcg+ beta result the next day was 2062 miu/ml. It was unclear if this was a new sample drawn from the patient. There was no allegation of an adverse event. The reagent lot number was 210151 with an expiration date of 31-may-2018. All chemistry assays requested at the same time were repeated and recovered the same/similar. The customer stated the primary sample tube showed some signs of fibrin on the sides of the tube above the serum line. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was determined the ed staff used a blunt cannula to transfer the sample into the collection tube which scraped down the side of the tube and created a ribbon of plastic that sat on top of the sample. Therefore, improper sample quality and liquid level detection issues were possible causes. Other typical causes for this type of event include issues insufficient maintenance of the analyzer. Based on the provided qc data, no general reagent issue was evident.